Event description:
It was reported that a novum iq syringe pump ended the infusion earlier than expected during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed which included a fluid delivery test and flow accuracy test, and the device passed the tests. The pump was able to successfully infuse during the flow testing. An event history log review was performed, which revealed multiple occurrences of the infusion being stopped by user which may suggest the reported condition had occurred. A service history review revealed no indication that the parts replaced during service caused or contributed to the event. The reported condition was verified in the event history log review. The cause of the condition could not be determined. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.